Event description:
The customer reported the unit has red x and that the status logs have error "charge / shock" failure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit has red x and that the status logs have error "charge / shock" failure. There was no reported patient involvement. The customer ordered a replacement therapy pca to resolve the issue.